Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010 a 3.5x15mm promus stent was implanted in the mid left anterior descending coronary artery (lad). On (B)(6) 2015, in-stent restenosis was noted. Cardiac enzyme levels were obtained on (B)(6) 2015 and were noted to be elevated. On (B)(6) 2015, the patient was re-hospitalized and coronary artery bypass graft (CABG) was performed on (B)(6) 2015 at the target lesion. The event resolved without sequela on (B)(6) 2015 and the patient was discharged from the hospital on (B)(6) 2015. No additional information was provided.